Event description:
Patient (v.h) was hospitalized due to fluid overload due to fibrin in the patient's catheter. The patient's catheter lost function and the patient was not able to manually drain. The patient underwent surgery. Omentum wrapping and significant fibrin build up were found around the catheter. The catheter was replaced and the patient was able to continue pd therapy with no further issues. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).